Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the load plate and encoder covers were damaged. In addition, the battery partition cover was missing. The autopulse platform is a reusable device and was manufactured on 03/23/2005. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message was observed on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. During functional testing, the autopulse platform passed functional tests without exhibiting any fault or error. Additionally, the power distribution board (pdb) and the processor board were replaced per routine service procedure. A run-in testing was performed using the 95% patient test fixture (lrtf) without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. In summary, the customer's reported complaint of the platform displaying ua 45 was confirmed during archive review. However, the error message could not be reproduced during functional testing or simulated compression tests. No other faults were observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that the autopulse platform s/n:(B)(4) intermittently displayed restart message and the system won't restart. This has been failed on several calls. No other information was provided.